Manufacturer narrative:
The investigation determined that higher than expected vitros crbm results were obtained from a single level of vitros tdm fluid tested on a 5600 integrated system. The assignable cause of the event is unknown; however, an unexpected instrument issue or user error due to inappropriate pre-analytical sample handling cannot be ruled out as contributing factors. There was no indication the vitros crbm micro slide malfunctioned.

Event description:
The customer complained that higher than expected vitros crbm results were obtained from a single level of vitros tdm fluid tested on a 5600 integrated system. Tdm pv l3673: 17.53, 17.76, 17.60 and 17.49 ug/ml vs expected 13.32 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer made no indication that patient samples were affected, however, the investigation could not rule out that patient samples were not affected, or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number three of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).